Manufacturer narrative:
An event regarding alleged pain and revision involving an unknown triathlon pkr right knee was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: a review of the provided operative report by a clinical consultant indicated there is insufficient information to perform a clinical evaluation. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
I was advised that the surgeon had noticed some issues with the poly of an in-situ triathlon pkr. Update per op report : patient was revised from a uni knee to a total knee due to pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
I was advised that the surgeon had noticed some issues with the poly of an in-situ triathlon pkr.